Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had not sent remote transmission since (B)(6) 2020. The patient presented for in-clinic device check and the device check was completely normal. The device could not be connected to their transmitter. Upon review, it was observed that the implantable cardioverter defibrillator (ICD) exhibited loss of wireless telemetry. A new transmitter was provided, the device did not communicate with that either. There were no patient consequences.

Event description:
New information received notes on 21 feb 2022 programming changes were made on the implantable cardioverter defibrillator (ICD). There were no patient consequences.